Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she inserted two sensors that hit scar tissue and found the cannula bent at removal. The customer did not recall her blood glucose value at the time of the incident. Last blood glucose was 50 mg/dl. The customer requested the sensors to be replaced.